Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) pertain to product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient stayed in the hospital overnight due to pain from the procedure. Additional information was received four days later. The patient had back pain and had a follow up with their doctor the next day. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.